Manufacturer narrative:
The device was returned for analysis. The insufficient information was determined to be a link break and a malposition of the device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the reported difficulties is user error. The subsequent treatment appears to be related to procedure circumstance. Based on the returned device analysis, it is likely, the link separated during step 3 when the plunger was fully removed from the device. This occurs generally due to a hard or fast pull. The formed knot indicates a malposition of the device also possible occurred with the device likely not deep enough in the tissue track. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an interventional procedure with a 6f sheath. Reportedly, an unknown failure occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.